Event description:
It was reported that this left ventricular (lv) lead exhibited impedance issues and high pacing thresholds due to suspected lead fracture. No adverse patient effects were reported. As of today the lead remains implanted.